Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of painful nodules and possible allergic response are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: 4. Warnings ¿ injection site responses consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 30 days. Refer to the adverse events section for details. 5. Precautions ¿ patients may experience late-onset adverse events with use of dermal fillers, including juvéderm vollure¿ xc. Refer to adverse events section for details. 6. Adverse events per table 1: injection site responses by maximum severity in > 5% of subjects after initial treatment, possible treatment site responses include: firmness, swelling, tenderness to touch, lumps/bumps, redness, pain after injection, bruising, itching and discoloration. C. Postmarket surveillance juvéderm vollure¿ xc has been marketed outside the us since 2011 as juvéderm volift® with lidocaine. The following aes were received from postmarket surveillance on the use of juvéderm vollure¿ xc outside the united states and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. These aes, with a frequency of 5 events or more, are listed in order of prevalence: inflammatory reaction, skin nodule, loss/lack of correction, hematoma, allergic reaction, necrosis, infection, flu-like symptoms, paresthesia, migration of device, abscess, drainage, herpes, malaise, headache, and anxiety. In addition, 1 report of blurry vision after injection in the periorbital area, 1 report of blurry vision after injection in an unspecified area, and 1 report of stroke after injections in an unspecified area with multiple dermal fillers were reported. In many cases the symptoms resolved without any treatment. Reported treatments for these events included the use of (in alphabetical order): analgesics, anesthetics, antibiotics, anti-allergy medications, antifungal, antihistamines, anti-inflammatory medications, antiviral, arnica, aspiration, drainage, hyaluronidase, ice, massage, nitrates, oral and topical corticosteroids, and warm compress. Outcomes for these reported adverse events ranged from resolved to ongoing at the time of last contact.

Event description:
Healthcare professional reported patient was injected to the temples and cheeks with juvéderm voluma® xc and to the oral commissures and tear troughs with juvéderm vollure¿ xc. Four months later patient developed painful nodules in all the areas of injection. Physician additionally notes nodules were on the left tear trough but not on the right. Two months later patient was seen by the injector and by this time the symptoms had started resolving. Patient was treated with hyaluronidase and was prescribed minocycline for two weeks. Patient received an additional injection of hyaluronidase five days later. The injector indicated this is possibly an allergic response as patient recalls their allergies had been an issue around the time they noticed the painful nodules. Symptoms are ongoing but have improved. Patient was concomitantly injected to an unknown site with juvéderm volbella® xc, however the injector noted there was no problem with this injection. This is the same event and the same patient reported under MDR ID# 3005113652-2018-00249 ((B)(4)). This MDR is being submitted for the second suspect product, juvéderm vollure¿ xc, also a device manufactured by allergan.